Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus') in an adult female patient who had essure (batch no. 20240919) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) with pelvic pain and abdominal pain, dysmenorrhoea ("pain- dysmenorrhea (cramping)"), back pain ("pain: back"), menorrhagia ("bleeding: menorrhagia (heavy menstrual bleeding)"), hypothyroidism ("type of autoimmune diagnosed: hypothyroidism"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems :vaginal infection"), urinary tract disorder ("bladder/urinary problems :vaginal infection"), vaginal infection ("bladder/urinary problems :vaginal infection") and alopecia ("other injuries/symptoms: hair loss"). At the time of the report, the uterine perforation, dysmenorrhoea, back pain, menorrhagia, hypothyroidism, psychological trauma, bladder disorder, urinary tract disorder, vaginal infection and alopecia outcome was unknown. The reporter considered alopecia, back pain, bladder disorder, dysmenorrhoea, hypothyroidism, menorrhagia, psychological trauma, urinary tract disorder, uterine perforation and vaginal infection to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),pelvic pain, abdominal pain, back pain, menorrhagia, hypothyroidism, psych injury, perforation uterus, bladder disorder, urinary tract disorder and vaginal infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received- case becomes incident. Event injury was removed. New events pain- dysmenorrhea (cramping),pelvic/ abdominal, back, bleeding: menorrhagia (heavy menstrual bleeding), type of autoimmune diagnosed hypothyroidism, psych injury, perforation uterus, bladder/urinary problems: vaginal infection and other injuries/symptoms: hair loss were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.